Event description:
Female patient underwent a peripheral intervention in 2009 via a 7 french long procedural sheath. The access site for the procedure was the right common femoral artery (cfa) and the target treatment area was the left femoral artery. Balloon angioplasty of the distal left cfa was performed. The following day, the patient underwent a second percutaneous procedure to target the right cfa. The procedure was performed via a 7 french long procedural sheath placed in the left cfa, proximal to the site of angioplasty from the prior day. It was reported that the sheath entry site was superior to the inferior epigastric artery. Intra-procedural medication administered included heparin. The target lesion was too occluded for percutaneous repair and the 7 french long sheath was removed and replaced with a 7 french short sheath for development of a mynx vascular closure device. The mynx device was prepped and deployed by a trained operator in attempt to achieve vascular access site hemostasis. Left cfa hemostasis was successfully achieved with the mynx device at 10:00am and the patient was returned to recovery. At 5pm (7 hours post procedure), the patient received a vascular surgery consult to discuss a surgical option to treat the occlusion in her right cfa that was not successfully treated percutaneously. The patient was discharged at 6pm one day post procedure. It was not reported what time the patient ambulated, however, the physician indicated the patient's blood pressure and groin site appeared stable throughout recovery. At 10pm the day of discharge, the patient reportedly got out of bed to use the restroom. Immediately following, she had complaints of severe abdominal pain and was rushed to a local hospital emergency department where she expired (time of death was not reported). Blood drawn after the patient expired reportedly indicated a low hemoglobin level, however baseline lab results were requested but not provided. Attempts to obtain additional information from the hospital emergency department were made, however, no further information was obtained. Additionally, an autopsy was not performed and therefore, the cause of death remains unknown.

Manufacturer narrative:
The device was not returned for evaluation, and the lot number is unknown. Based on the limited information provided, there is no evidence to suggest that the mynx device did not perform as intended. The patient's death may have been related to late and/or undetected retroperitoneal bleeding, which could have been due to the noted high stick. The mynx instructions for use states: do not use the mynx vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site.